Event description:
A malfunction alarm identified as malfunction 9 was reported by a customer. There was no reported impact on the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, assisted the customer in performing the reset, and confirmed that the malfunction did not recur afterward. The customer continued to use the pump for insulin therapy.